Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, it was reported that the patient experienced swelling. As a result, the patient is scheduled to undergo a right knee revision on a future date. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 02-010-03-0320 - logic cr femoral cem, right, sz 2: (B)(6), 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t: (B)(6), 02-012-51-2009 - logic tib insert impl crc, sz 2, 9mm: (B)(6), 200-02-32 - three peg patella 32mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.